Event description:
It was reported to covidien on 01/26/2009 that a customer had an issue with a scd sleeve. The customer reports that it was reported that a patient had bruising only on one leg.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.